Manufacturer narrative:
The generator was returned for analysis. Preliminary investigation identified an electrical short within one component on the circuit boards. The investigation is ongoing. Historical review suggests that this is the first time occurrence of this failure. Evaluation of the device determined that it was in "safe mode" prior to last shutoff; therefore, there was no power being transferred to the radio frequency probe once the short occurred. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in the kimberly-clark product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "during the procedure the generator began to have a smell of smoke coming from it and then it stopped and the red warning message came on." No patient injury reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).